Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2017-03530. Investigation is ongoing.

Event description:
As reported by the edwards european affiliate, after valve deployment in a tf tavr case, the balloon seemed to be stuck or hooked onto the valve. During an attempt to retrieve the balloon, the valve dislocated from the annular position, with the balloon, towards the ascending aorta. In the aorta, the balloon was successfully detached from the valve with some manipulation. The valve was successfully pulled into the descending aorta and implanted there. A second 23mm sapien 3 valve was prepared and implanted in the correct position. The patient is doing well.

Manufacturer narrative:
The delivery system was not returned to edwards for evaluation, however, imaging was made to available for review. Review of device DHR, lot history, manufacturing mitigations, and complaint history revealed no indication that a manufacturing non-conformance contributed to the complaint. Imagery of the procedure was provided by the clinical site. However, the captured images do not show the event of the balloon being stuck to the valve and withdrawal difficulties. Therefore, without applicable imagery related to the complaint code, the complaint was unable to be confirmed. In the imagery, it can be seen that the valve was successfully deployed and the balloon was able to be deflated without issues. In the next image provided, the valve was already embolized and the balloon is seen pressing against the side of the valve. The imagery of the procedure between valve deployment and embolization (when the balloon was reportedly stuck to the valve) was not provided. In the third image, the balloon is once again seen pressing against the side of the valve and the flex catheter appears to be fully flexed. The delivery system was then advanced distally (while still flexed and pressing against the valve), at which point the valve further embolized. During manufacturing the delivery system balloon undergoes multiple 100% inspections. These inspections support that it is unlikely a manufacturing non-conformance related to the complaint would be present on the device since the device was not returned for evaluation and the imagery provided did not include the complaint event, the complaint for ¿delivery system ¿ withdrawal difficulty ¿ from valve vasculature¿ was unable to be confirmed. Based on the imagery surrounding the complaint event, it is possible that procedural factors contributed to the issue. As seen during imagery review, the balloon was able to be deflated without issue. However, the flex catheter may have been flexed while the delivery system was being removed, causing the balloon to press up against the side of the valve and subsequently get caught. However, since the imagery provided did not include the complaint event itself (balloon stuck on valve during withdrawal), a definite root cause for the reported event cannot be determined. No manufacturing or IFU/labeling inadequacies were identified. A definitive root cause could not be determined at this time. Review of the complaint history for october 2017 revealed that the occurrence rates do not exceed the control limits for the failure mode. Therefore, no corrective or preventative action is required.